Event description:
It was reported that the procedure was to treat the popliteal and tibial artery. The first barewire workshorse sheard off when exchanging through a 4fr catheter. The second barewire workhorse sheard off in a .018 guide catheter. Both barewire workhorse guide wires sheard off at the olive during the wire exchange. The separated portions were removed via snare. There was adverse patient sequela; clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Although the barewire¿s used in this event were not returned for evaluation, sterile/unused devices were received from the same lot. All devices were advanced through a 6f proxy guide catheter without resistance noted. There were no anomalies or material separation noted. In this case, a definitive cause for the material separation could not be determined. It was reported that the barewire workhorse guide wires sheard off at the olive during the wire exchange. It may be possible that the guide catheters were kinked or bent in the anatomy causing the barewire step to catch on the distal end of the catheter resulting in separation and unexpected medical intervention to retrieve the separated portion via snare; however, this could not be confirmed. Based on the reported information, there is no indication that the reported material separation and unexpected medical intervention is related to a product quality issue with respect to the design, manufacture, or labeling of the device.